Manufacturer narrative:
Concomitant devices: 3 devices with the same catalog and lot numbers were used in this complaint and a 4th product of the same catalog number with lot number 15358012. Please note that the markerband of the catheter dislodged. (B)(4). This device is available for testing and evaluation but has not yet been received for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of four devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00573, 9616099-2011-00574, 9616099-2011-00575 and 9616099-2011-00576.

Manufacturer narrative:
During an aaa procedure, the markerbands of a super torque catheter dislodged from the catheter, the markers did not remain in the patient. The surgeon decided to try other devices outside the operating table. The user experienced the same problems with the other two devices from lot 15200954 and one from 15358012. There was no reported patient injury. The products were inspected and prepped according to the instructions for use. Nothing unusual was noted about the devices prior to use. The access site was moderately calcified. The target lesion was moderately calcified, moderately angulated and had moderate vessel tortuousity. The devices were not re-sterilized. The devices were inserted on a wire through the csi. The procedure was successfully completed with other devices. No additional information regarding patient, lesion or procedural characteristics regarding this event has been provided and the products were not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Since the products or films of the procedure will not be returned, there is not enough information to draw a clinical conclusion between the device and the event. This is one of four devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00573, 9616099-2011-00574, 9616099-2011-00575, and 9616099-2011-00576.

Manufacturer narrative:
The product was returned for analysis which is provided below. During an aaa procedure, the markerbands of a super torque catheter dislodged from the catheter, the markers did not remain in the patient. The surgeon decided to try other devices outside the operating table. The user experienced the same problems with the other two devices from lot 15200954 and one from 15358012. There was no reported patient injury. The products were inspected and prepped according to the instructions for use. Nothing unusual was noted about the devices prior to use. The access site was moderately calcified. The target lesion was moderately calcified, moderately angulated and had moderate vessel tortuousity. The devices were not re-sterilized. The devices were inserted on a wire through the csi. The procedure was successfully completed with other devices. No additional information regarding patient, lesion or procedural characteristics regarding this event has been provided, one product has since been returned for analysis. One cordis non sterile 5f diagnostic catheter was received coiled inside a plastic bag. The marker band displacement was observed originating from the distal tip to the proximal end. Three (3) marker band markings were observed empty near the distal tip three (3) marker bands were out of position and 17 marker bands were in the correct position; 20 marker bands total were observed present in the catheter received. No additional anomalies were observed. The catheter had all corresponding 20 marker bands; no marker bands were missing. The catheter's tip outer diameter was measured and was found below specification. The inner diameter was measured and was found within specification between marker bands 1 and 3 ('empty' marker band markers) and between marker bands 5 through 20 (marker bands 'in-position'). The inner diameter was found below specification between marker bands 3 and 4 (marker bands 'out-of-position'). The inner and outer diameters below specification suggest elongation of the tip. In addition, the event description indicates that 'the surgeon decided to try other devices outside the operating table' which could have contributed to the elongation observed. The microscopic analysis of the marker band markings did not find anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A guide wire (lab sample) was inserted into the catheter. During the insertion, the guide wire advanced without resistance up until it reached the first 'out-of-position' marker band (located between marker band marker 3 and 4). The guide wire was advanced past the 'out-of-position' marker bands by applying additional insertion force. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of marker band dislodged was not confirmed through failure analysis, however the marker bands were found out of position. The exact cause of the marker bands out-of-position could not be conclusively determined as a manufacturing-related issue given that the samples received reflect marker band marks, indicative that the marker bands were in place. Review of the information provided suggests that there are possible lesion characteristics (calcification, angulation and tortuousity) that may have contributed to the reported event. There are controls are currently in place to prevent damaged catheters from leaving the facility. Since a definitive root cause for the event could not be established an internal investigation as initiated to address the issue.

Event description:
The report received from the affiliate indicated that during a aaa procedure, the markerbands of a super torque device detached from the sheath in the first case, using with first device with lot # 15200954. Fortunately, the markers did not remain in the patient's body. This device, the only used on a patient, was discarded. The surgeon decided to try other devices outside the operating table. The user experienced the same problems with the other two devices from lot 15200954 and one from 15358012. There were no adverse patient consequences. (B)(4). The products were inspected and prepped according to the instructions for use. Nothing unusual was noted about the devices prior to use. The access site was moderately calcified. The target lesion was moderately calcified, moderately angulated and had moderate vessel tortuousity. The devices were not re-sterilized. The devices were inserted on a wire through the csi. The procedure was successfully completed with other devices.